Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that no abnormal impedances were measured. It was unknown if the issue was due to programming. It was noted that the patient symptoms included an ¿electrical shock.¿

Event description:
It was reported there was a shocking or jolting sensation. It was noted that the patient was not able to recall when she reported the shocking to the manufacturing representative but thought it may have been about a month ago. The reporter noted that the patient did not have the implantable neurostimulator (ins) on and had not charged the ins for about a month because she the stimulation was turned on it was shocking the patient. It was noted that the patient had not had stimulation on in a month. The reporter noted that the patient set all the settings on it and they reprogrammed it. It was noted that the only way for it to work was if the patient laid down on her back. It was noted the patient stated that if she rolled over to her sides or bent over, ¿it grabbed her.¿ it was noted that by grabbed, the patient meant it shocked her. The reporter noted it shocked her so bad that she had to have someone come over and help her turn it off. It was noted that it shocked her so bad that she went to the bathroom on herself and she wanted it taken out. It was noted the patient did not want to live in pain. It was further reported that when the manufacturing representative met with the patient, the device wasn¿t charged, so they were unable to check it. It was noted that the manufacturing representative didn¿t recall meeting with the patient a month ago. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.